Event description:
Related manufacturer reference number: (B)(4). It was reported, that patient presented in clinic for a follow-up. Upon review, the implantable cardioverter defibrillator exhibited high voltage failure. And the right ventricular lead exhibited high shocking impedance. Both the device and the lead were explanted and replaced. There were no patient consequences.